Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis lucera gastrointestinal videoscope due to defects being noted in the tubing sheath. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed ¿ there were physical defects found in the tubing sheath. However, as noted in b5, the unit had undergone insufficient reprocessing as foreign material was found clogging the nozzle. There were several other forms of device wear and tear noted throughout and those include but are not limited to material deformation, material peeling, and fluid invasion. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. However, a response has not yet been received. If additional information becomes available following the device evaluation, a supplemental report will be filed.